Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during an embolization treatment, a microcatheter was placed in the m2 segment, and the stent was slowly pushed out in the saline basin to open. The stent was released slowly after distal anchoring, and the stent did not open well as the ocular artery was curved. Then, the microcatheter tension was reduced, but the stent still did not open well. Additional failed attempts were made to open the stent. When the stent was pulled back into the microcatheter, the pusher was able to be pulled back with resistance, but the stent was partially resheathed into the microcatheter. After removal, the stent was found detached in the microcatheter. The stent and microcatheter were replaced to complete the procedure successfully. There was no patient injury or intervention. The patient is fine.

Event description:
See h11.

Manufacturer narrative:
The investigation of the returned stent system found the stent partially deployed from the returned microcatheter. The stent was observed to be loaded in reverse orientation. Furthermore, the stent was unable to be resheathed into the microcatheter during the investigation, which is consistent with the alleged product issue. The stent was found to be detached from the pusher, which contributed to the observed resheathing difficulty. The microcatheter was returned damaged at the distal tip, which also contributed to the resistance during retraction. The physical evaluation of the stent could not identify the exact conditions or circumstances that led to the reverse orientation, but this condition is consistent with a deviation in the manufacturing process and/or quality control inspections. The physical evaluation of the microcatheter could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces exceeding the microcatheter's yield strength.